Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy disposable carices injector. During the procedure, the needle was advanced into position, but would not extend from the outer catheter. Instead of extending from the outer catheter, the needle penetrated the side of the outer catheter. Another needle was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report, because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot, because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation, because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all disposable varices injector are subjected to a functional test to ensure appropriate needle extension. Corrective actions: no corrective action warranted at this time, because this report could not be verified. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.